Manufacturer narrative:
The complaint could not be confirmed without returned product for a formal investigation. Complaint history for this part number was reviewed and only one similar complaint has been reported. This failure mode does not appear to be trending at this time but will continue to be monitored. The most likely root cause of this issue is that the cuff was damaged during the intubation. Customer follow up was performed via email, offering the most likely root cause of this issue. Supplier notification was also conducted via email. The failure mode (r25) cuff loses pressure causing loss of or inadequate ventilation is identified on the risk analysis file (ra-47) for et tubes. The severity of harm for this failure mode is a major (6) risk and does not meet the risk threshold for carb review.

Event description:
After the nasal intubation, all 4 tubes used showed leaks and did not hold the air - critical situation for the patient, as re-intubation was necessary! The defective tube sent in has 2 small holes in the cuff.

Manufacturer narrative:
Nasal tubes were undamaged/tight before use (cuff control by means of block syringe). After the nasal intubation, all 4 tubes used showed leaks and did not hold the air. The leak occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require an intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure.

Event description:
After the nasal intubation, all 4 tubes used showed leaks and did not hold the air critical situation for the patient, as re-intubation was necessary! The defective tube sent in has 2 small holes in the cuff.